Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the issue button on a medication did not respond. A technical support specialist (tss) logged the customer out and then logged into the cubex application. The zone setup was checked, and the user was asked to try again. After these steps, the issue button began functioning properly. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower user not able to issue medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.